Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the compressor is loud. As stated on the repair statement: independent repair center: customer alleged alarming unit does not alarm. Unable to duplicate above stated problem and the key failure is the compressor is loud.